Event description:
Additional information was provided by the customer on 13apr2021. The problem occurred towards the end of the procedure. There was a delay in the procedure. It is unknown how long the delay was for or if the patient was under general anesthesia. The procedure was able to be completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation and additional information received from the customer. Additional information from the customer can be found in field b5. As part of the investigation, a review of the instructions for use (IFU) and an evaluation of the returned scope (concomitant device) were conducted. The evis exera iii duodenovideoscope was returned. The unit was inspected and no defects were noted that would affect the distal cover falling off. A test distal cover was used to try to replicate the reported event. The reported event could not be replicated. A review of the device history record could not be conducted as the lot number was unknown. The root cause could not be established. Possible causes include insufficient attachment of the cover to the scope, physical damage to the cover, or chemical damage to the cover from the adherence of anti-fog agent. The IFU contains the following statements related to the possible causes that may prevent the reported event from occurring: "please make sure that the distal cover is intact without any problem before installation, and that it has no damage (crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover." Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2, h6. G2, h6: information added to these fields that was inadvertently not included on the initial medwatch. Reproduction testing was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode manufacturer site, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0729) quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction testing results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, therefore, the specific root cause could not be determined. As part of the formal investigation, the possible causes for the drop off of maj-2315 are likely to be the following: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the single use distal cover came loose during an endoscopic retrograde cholangiopancreatography (ercp) when withdrawing the evis exera iii duodenovideoscope. It was reported the device was found in the patient's bite block. Later, the customer provided additional information that the distal cover was actually found in the patient's esophagus and additional devices were needed to retrieve it. It was reported no death, injury, or infection occurred. Medwatch report mw5099529 was received from the FDA providing further information. The following was stated in the medwatch: "following an ercp, when physician pulled out the scope (tjf-q190v), it was noticed that the single distal cover (maj-2315) was missing. Cap initially not found when searching the immediate area. When the crna was getting ready to extubate. The plastic cover was found in the bite lock. Physician used the forceps and pulled the single distal cover out." As reported, there was no death, injury, or infection due to this occurrence. The device was found in the bite lock and removed with forceps.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.